Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 he was hospitalized for elevated blood glucose (bg) over 600mg/dl with chest "flutter" and visual changes. The patient stated that he awoke with bg over 200mg/dl on (B)(6) 2013 and his bg continued to rise throughout the day. The patient stated he had changed his infusion set on (B)(6) 2013 but stated he did not change the set again when bgs were elevating on (B)(6) 2013. The patient also stated he did not use correction injections for elevating bg. The patient was reportedly discharged from the hospital on (B)(6) 2013. The patient did not state what treatment was provided in the hospital. The patient stated he thinks the issue is related to basal rates and declined further review since he had an appointment with his healthcare provider scheduled for (B)(6) 2013. The patient denied any site or set issues. The patient reportedly ceased insulin pump therapy (ipt) on his own while in the hospital, and resumed ipt upon discharge. Troubleshooting indicated no pump malfunction; however this complaint is being reported because the patient allegedly experienced severe hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the black box data and pump histories from the time of the alleged incident were unavailable for review, as they had been overwritten due to continued pump use. A review of the available black box data indicated that the last basal delivery occurred on (B)(6) 2014 at 1:49pm. Review of the black box indicated that the pump time was not updated after powering on and continued to run on pump default time and date. A review of the pump available histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump¿s advanced features were set to on and were found to be functioning accurately. The bolus history was found to be accurately recorded. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.